Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Mother stated the customer has constant high blood glucose with ketones. The customer was taken to the ER and released after four hours. Recent high blood glucose event began on (B)(6) 2017. Mother also states the customer was also experiencing low blood glucose the first week of (B)(6) and blood glucose was in to 40's mg/dl, the customer was treated with glucose drinks. The customer was wearing the insulin pump during the hospitalization. Mother declined troubleshooting the insulin pump stating she does not feel comfortable with the customer using the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. The insulin pump was received with cracked case at the display window corners, display window and battery tube threads. The insulin pump was received with missing end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.